Event description:
A customer reported an issue with cartridges, specifically noting that the tubing connected to the cartridge had broken several times. There was no adverse impact to the customer's blood glucose level. The customer inquired whether there had been a change in cartridge production and was advised to contact technical support for further assistance.